Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three (3) good faith effort (gfe) attempts were performed to retrieve a customer response on the subject device product questionnaire. A response has not been received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as a result of the subject device not being returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.